Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a mentor smooth round high profile 330cc saline prosthesis that had flattened and begun to hang lower post procedure. Right sided deflation was suspected by a physician. As a result, bilateral prosthesis replacement with 510cc mentor memorygel breast implants was performed. The right sided deflation was initially reported by mentor under 1645337-2019-08845, as mentor became aware of this event on (B)(6) 2019. On (B)(6) 2019 mentor received additional information. In addition to the deflation reported, the patient also experienced bilateral capsular contracture (baker¿s grade and unknown) and bilateral ptosis. These were noted as indications for the replacement surgery. This report relates to the left prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/17/2019. Device evaluation summary: according to the information received, it was reported that the patient experienced capsular contracture and anisomastia. During evaluation of the sample, it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, this issue is unrelated to the breast implant and related to the patient¿s condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).